Manufacturer narrative:
Patient date of birth is not provided for reporting. Patient age is reported as (B)(6) at the time of implant and (B)(6) at the time of reporting. This report is for one (1) unknown locking screw. Part and lot number is not provided. Without a valid part and lot number, the UDI is not available. Therapy date: implant reported as in or about (B)(6) 2011, exact date is unknown. Explant date reported as (B)(6) 2016, exact date is unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had surgery on an unknown date in or about (B)(6) 2011 to remove calcium buildup on a bone in the top of her foot. While in recovery, the patient was told that the surgeon had implanted a synthes one third threaded tubular plate and two stainless steel screws in the side of her foot. The surgery was completed successfully. On an unknown date in 2016, an area near the implant became prominent and rose up about 1/4". Later in (B)(6) 2016, it was determined that the patient was healed. Patient requested that the plate and screws be removed due to irritation that was being caused by rubbing against her shoe. Patient confirmed that one screw was coming out (backing out) of the plate causing the prominence on foot and rubbing on the shoe. There is no reported harm to the patient, and no reported surgical delay, infection or broken hardware. Concomitant medical products: lcp one-third tubular plate with collar 3 holes/33mm (part # 241.331, lot # 5431261, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown locking screw. This is report 1 of 1 for (B)(4).